Manufacturer narrative:
(B)(4). UDI # unknown. Method: actual device was received for evaluation and investigation. A review of the device history record (DHR) was performed. Results: the bolus indicator received at the bottom position with the button in the upward position. Infusion was immediately observed when removing the non-haylard connector attached at the distal luer and opening the pinch clamp. The bolus indicator was refilled and the button was depressed, bolus button functions properly. This was repeated a few times; the bolus button latched properly and dispensed the medication, the bolus had no issues refilling. The bolus dispensed 5.07g of fluid. No issue with the functionality of the bolus was observed. There were no kinks observed in the tubing or pump. Bolus button testing was performed with the pressure set to 8.30psi. The bolus was detached from the pump and the tubing was bonded back together with a male and female luer using cyclohexanone. The bolus unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount of 2.1275g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.03g, all results are within specifications. Conclusion: the investigation summary concludes that the bolus button functioned as intended and observed no issues. During pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. There were no kinks observed in the tubing or pump. The latching issue and stuck button was not observed. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: unknown; flow rate: unknown; procedure: bilateral knee replacement; cathplace: groin; date/time infusion started: (B)(6) 2016 ; date/time infusion ended: (B)(6) 2016. It was reported by the charge nurse to the product support nurse that the bolus button was stuck in the down position. The patient had two pumps and the first device kept getting stuck with the orange indicator in the lowest position, it kept sticking down with the orange indicator line down. The device was clamped and it would pop up once and the bolus button had to be pulled up. The first pump was removed and replaced with a new device. The second device functioned without any problems. There was no reported injury. Additional information received on 04-mar-2016 from the charge nurse stated that the bolus button kept getting stuck all night after the patient had returned from the recovery room to the orthopedic floor. The button got stuck multiple times and the clinicians had to force the button up with a tool. Eventually, the clinicians changed out the pump to one that was working correctly. The patient did not experience any signs or symptoms of local anesthetic toxicity. The patient was stable at the time of the incident. No additional information was provided.